Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2015-02227 and 2134265-2015-02230. It was reported that failure to pullback occurred. During a percutaneous coronary intervention (pci), it was noted that the motor drive unit was unable to perform automatic pullback. The procedure was completed with a manual pullback. No patient complications were reported.